Event description:
An analysis was performed on the returned lead portion. Note that a portion of the lead assembly (body) including the electrodes was not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. During the visual analysis the connector pin quadfilar coil appeared to be stretched and kinked and extended approximately 7mm past the end of the cut / torn outer / inner silicone tubes and the end appeared to be broken, in the body area of the returned lead assembly. Visual analysis was performed and identified the area as being mechanically damaged with pitting which prevented identification of the coil fracture type. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. The puncture mark found on the outer silicone tubing and the cut ends that were made during the explanted process, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer silicone tubing. For the observed inner tubing fluid remnants, there was no obvious path for fluid ingress other than the cut ends that were made during the explanted process. With the exception of the observed discontinuity, the condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The resistance measurement taken during decontamination verified an electrical and mechanical contact between the generator and connector pin at one point in time. Continuity checks of the returned lead portion were performed, during the visual analysis, and no other discontinuities were identified. The generator performed according to functional specifications. During the product analysis there were no anomalies found with the pulse generator

Event description:
Additional information was received that the patient had full revision surgery. Their explanted product is at the manufacturer pending completion of product analysis. In the or prior to any surgical interventions the patient still tested with high lead impedance. A lead pin reinsertion was performed, no change was seen in the test. Theirgenerator was tested and shown to be functioning properly via generator diagnostics. A significant amount of fibrosis was visualized around the nerve and the lead was cut and removed. A new generator and new lead were then used and diagnostics were fine.

Event description:
A vns programming physician in (B)(6) saw a patient in clinic (B)(6) 2012. And it was noted that they had high lead impedance. The patient was on a high setting and rapid cycling. The patient's physician is suspecting either scarring on the nerve, or a lead break. A revision surgery will be planned but at this time has not occurred. No trauma or manipulation was reported prior to the reported event. Their device has not been programmed off at this time but their therapy was lowered. The patient's parents are very reluctant to program their vns off so their output current was lowered. The patient did not use their magnet therapy as it did not work for aborting their seizures for them. Both lead test (system diagnostics) and normal mode diagnostics were performed during their clinic visit on (B)(6) 2012. Both tests showed dcdc of 7, eos: no, lead impedance high and output status: limit. The patient was last seen on (B)(6) 2011 and at that time their diagnostic results were system diagnostic dcdc of 2 and normal mode diagnostic dcdc of 4. Eos: no. One x-ray image was received for review. It was an ap x-ray view of the patient's chest. The generator was visualized and its placement appears to be normal. The lead pin appears to be fully inserted into the header of the generator. The feedthru wires appear intact, however it cannot be confirmed that they are intact at the connector pins due to the position and poor quality of the x-ray image. The lead body was only partially visualized as the image is poor quality and parts of the lead body are behind the generator. A strain relief bend was identified however, a strain relief loop could not be observed. There was a tie down present lateral to the anchor tether as per labeling however, it could not be seen if there was a tie down securing a strain relief loop, if one is present. There were no obvious lead discontinuities or acute angles visualized. Based on the views received, there appeared to be no anomalies with the implanted lead or generator. However, due to the poor quality of the images, lack of additional images, and lack of contrast control, an unpronounced lead fracture or discontinuity cannot be ruled out.

Manufacturer narrative:
Operator of device corrected data; updated to patient.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device malfunction suspected but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Type of report corrected data; omitted on initial report, 30 day report. Device malfunction occurred. But did not cause or contribute to a death or serious injury.